Event description:
The customer reported that their central nurse's station (cns) was in signal loss with all their devices.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) was in signal loss with all their devices. Before calling in, the customer was able to trace the issue to a failed allied telesis switch. The switch did not have power to it when he arrived. This switch was plugged into the uninterruptible power supply (ups) that was plugged into an emergency power source. The customer tried replacing the power cables and the ups, but the allied switch never recovered. The customer planned to replace the switch to mitigate this issue. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: during troubleshooting, it was identified that the allied telesys network switch for the devices had failed. The customer would replace the switch to resolve the issue. Based on the available information a definitive root cause could not be identified. Possible causes of network switch failures are wear and tear from normal use and damage from power surges.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is in signal loss with all of their device. Before calling in, the customer was able to trace the issue to a failed allied telesis switch. The switch did not have power when he arrived. This switch was plugged into the uninterruptible power supply (ups) that was plugged into an emergency power source. The customer tried replacing the power cables and the ups, but the allied switch never recovered. The customer will be receiving a new switch in order to mitigate this issue. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. A ups was used in conjunction with the cns, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups - model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. The following fields contain no information (ni), as attempts to obtain information were made but not provided: brand name, model name, catalog name, serial number, unique identifier (UDI) number, approximate age of the device. No serial number was provided, so the age of the device is unknown, PMA/510(k) number, device manufacturer date.

Event description:
The customer reported that their central nurse's station (cns) is in signal loss with all of their device. Before calling in, the customer was able to trace the issue to a failed allied telesis switch.